Event description:
It was reported the patient presented post-implant procedure. While running tests, the atrial leadless pacemaker (lp) lost conductive telemetry and was oversensing crosstalk. Programming changes were implemented and telemetry was reestablished. The patient was in stable condition.